Event description:
The patient reported being hospitalized with a blood glucose level of 33 mmol/l (594 mg/dl) and he was diagnosed with ketoacidosis. They found that the patient's infusion set was leaking insulin. No further information is available. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.